Event description:
It was reported a physician performed an uneventful novasure endometrial ablation (exact date unk). The following day the pt returned to the facility "complaining that she did not feel right". It is unk if testing was performed and the pt was sent home. "Three days later the pt came in complaining of abdominal pain and a bowel perforation was identified". A hysterectomy was performed. We have been unable to obtain add'l info surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. If add'l relevant info is received, a supplemental medwatch will be filed. (B)(4).